Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported the patient went to the hospital and they were able to jumpstart the ins. The issue was resolved. The patient¿s weight was 220 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the poor communication screen on their patient programmer. It was indicated that they had a rechargeable device and they were not able to communicate with their recharger either. It was stated that two weeks ago it wouldn¿t connect and then they stated that they were able to get it connected on and off. No troubleshooting could be done due to a lack of access to the product. The patient as going to call back when they had their equipment with them to troubleshoot. The patient did mention that they tried repositioning the antenna dial and that they charged on their skin. The patient held the antenna to their chest where their ins was. No symptoms were reported. The patient¿s trouble connecting the recharger to their ins was reported to have started two weeks ago in (B)(6) 2018. The reposition antenna screen was seen on (B)(6) 2018. The patient called back later the same day reporting that their patient reported that their patient programmer didn¿t communicate with their implant either. It was reviewed that if both device didn¿t communicate with their implant then they would need to follow-up with their doctor to have their device checked. No further complications were reported/anticipated.